Event description:
It has been reported to philips that the flexvision monitor was blank. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation into this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during a coronary diagnosis procedure, which was completed with a delay. The philips field service engineer (fse) inspected the system onsite and confirmed that the examination room monitor display was blank. Analysis of the system log files indicated that the image processing pc (ippc) was not booting up properly. Fse did a pc diagnostic tool test for ippc, but there was no error. Upon troubleshooting, fse cleaned and reinserted the hard disk, performed dbs for ippc operating software, and performed multiple cold restarts. After which, the system was returned to good working condition. The codes were updated based on the investigation outcome.